Event description:
It was reported that the customer experienced severe hypoglycemia that required assistance by the paramedics. It was reported that the customer had been working outside when the event occurred. It was stated that the customer was found incoherent in the middle of a field, with a blood glucose reading of 54 mg/dl. The customer was treated with an IV, and recovered with a blood glucose reading of 278 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.